Event description:
It was reported that a patient experienced reoccurrence of atrial fibrillation. An electrical defibrillation was performed and the patient recovered the same day. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.